Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an increased airstream temperature (high temperature alarm) condition occurred. Although the device's blower motor was replaced to address the issue, the increased airstream temperature appears to have been caused by the ambient conditions in which the device was operating.